Manufacturer narrative:
The sample is serum that was collected and centrifuged at an alternate lab prior to being transported to the facility. Customer stated that qc has been within normal specifications. A system check performed on (B)(6) 2011 and met specifications. A field service engineer (fse) was dispatched and performed preventive maintenance (pm) for this event. All verification testing met specifications. The fse also noted "no anomalies" on the system. A definitive root cause has not been determined to date for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining a free thyroid hormone (ft3) result below the normal reference range that was questioned by the physician, generated by the unicel dxi 800 access immunoassay system. The erroneous result was reported out of the laboratory; however, upon repeat testing the results yielded within normal range. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.